Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during bolus. The customer also reported that the display was badly scratched and was difficult to read. The customer reported that the no delivery alarm occurred after an infusion set change. Blood glucose level at the time of the incident was 325 mg/dl. During troubleshooting, the customer stated that the act button was intermittently sticking. The customer changed the infusion set and reservoir and was able to deliver insulin normally. The customer was advised that the reservoir would be replaced and agreed to return the device for analysis.